Event description:
The manufacturer became aware that a user of the rep dreamstation auto CPAP had states eye irritation, nose irritation, inflammatory response, lung disease, kidney disease, liver disease, toxicity, reduced cardiopulmonary reserve. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer initially became aware that a user of the rep dreamstation auto CPAP had states eye irritation, nose irritation, inflammatory response, lung disease, kidney disease, liver disease/toxicity, reduced cardiopulmonary reserve. No medical intervention was specified by the patient. After further investigation, device information has been updated and it has been determined that the device is under recall. Section d1, d4, h7, h9 have been updated accordingly.